Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action, but returned product testing found the device did not perform as described in the field action. Product event summary: the device was returned and analyzed. The device met 89% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Concomitant medical products: 419478, implantable pacing lead, (B)(6) 2006; 694765, implantable tachy lead, (B)(6) 2009; 5076-52, implantable pacing lead, (B)(6) 2006; 500dm33, mechanical valve, (B)(6) 1998. (B)(4).

Event description:
It was reported that the physician was disappointed with the device longevity. Premature battery depletion was suspected. The device was explanted and was replaced. No patient complications have been reported as a result of this event.